Event description:
Procedure: thyroidectomy reportedly, the tip of the instrument was "glowing" and the melted. There was tissue between the jaws of the device but there was no reported injury to the patient.

Event description:
Please note changes to d10, g4, g7, h2, h3, h6, and evaluation.